Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm located in the left anterior communicating artery. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that resistance was experienced in the microcatheter as the physician attempted to advance the coil into the aneurysm. Upon removal of the device, the implant coil was found detached. No patient injury was reported as a result of the procedure.